Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test, sleep current test and active current test. Inspected for solder connection issue fa fy2020-09, result: solder present at power connection. Pump received with corroded battery tube. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the customer inquired about the new insulin pump that they received. No harm requiring medical intervention was reported. The device will be returned for analysis.